Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery error alarm was present in the device trace download due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with moisture damage on motor assembly and corrosion on all electronic assemblies. Device received with moisture damage on motor assembly, corrosion on all electronic assemblies and corroded battery tube. Product does not meet specification.